Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted upon complication of the device evaluation. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information the cause of the event cannot be determined. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm aortic pericardial valve, implanted four (4) years, seven (7) months, was explanted due to aortic stenosis and regurgitation. The device was explanted and replaced with a non-edwards valve. Pre-operative echo before explant showed aortic stenosis, however, the explanted valve did not seem to have a problem. The valve was returned for evaluation. The patient status was reported as ¿under treatment and recovering.¿

Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform distortion around the valve and commissures 1 and 2 bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 at the outflow aspect. The sewing ring was cut near leaflet 1 and around leaflet 3, and exposed the wireform near leaflet 3 at the inflow aspect. Additional manufacturer narrative: customer report of stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. Host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received patient factors likely contributed to the event.